Event description:
New information on (B)(4) 18 stated that the right ventricular lead was repositioned successfully on (B)(4) 18. The patient was in stable condition throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited high capture threshold. The lead was reprogrammed and the patient was referred for lead revision. The patient was in stable condition.